Event description:
It was reported by the sales rep. That the device cut properly and did not staple completely. The customer used another like device to complete the case with no patient consequence. The device will be returned for analysis.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.